Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Surgical notes were not provided. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, type of activity (low impact vs high impact), and relevant med history are unk. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided. The part numbers and lot numbers of the products are unk; therefore, the mfg records and complaint history could not be reviewed. No devices or photos were received; therefore, the condition of the components is unk. Should additional substantive info be received, the complaint will be reopened. Zimmer inc considers the investigation closed.

Event description:
It is reported the pt was revised for trunnionosis and an associated pseudotumor.